Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 11.0 received the lowbatteryalert (104) on 07/17/2025 21:04:00 faster than expected at 0.0 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/09/2025 16:17:00 faster than expected at 2.86 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/06/2025 17:38:00 faster than expected at 1.45 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records due to damage battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case (battery tube). The pump history records confirmed the customer experienced an unexpected power loss of less than 7 days due to damage battery tube. No replace battery now alerts noted during testing or listed in the pump history download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a low battery life of the insulin pump and repeated replace battery now alarms despite changing the battery five times, with this being the second occurrence of the issue. The customer also received a power loss alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and it was confirmed that the battery cap and compartment showed no signs of damage. The customer was advised that the insulin pump would be replaced and was instructed to discontinue use, revert to a backup plan per health care professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.